Event description:
As reported by an end user, a urine bag was defective with a leaky non-return valve. User states the bag doesn't seem to have an anti-reflux valve. User reports occasional utis. User reports having 5 bags with similar issues: lot #900374, 1009289, 1085242, 1466039, and 1467121. Best estimate of date of event is 2008.

Manufacturer narrative:
The return of the device has been requested; however, it is unclear if the device will be available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.